Manufacturer narrative:
Evaluation summary: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system was performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that five days following lasik in the right eye, the patient presented with dryness, which worsened to recurrent corneal erosion by day thirteen. The patient reported blurry vision and pain in the right eye. A bandage contact lens was placed, and the patient was treated with increased artificial tears, antibiotic and steroid eyedrops. In a follow up, the director reported that the event resolved with the treatment within three weeks. No further information is expected.